Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation confirmed the customer's allegation of false negative results with the kit cobas 58/68/8800 hiv 192t ivd assay. A review of the data provided for sample ID (B)(6) showed a 'target not detected' result in channel 2 hiv, with flat curves confirming the result. The curves for the qs and control appeared normal and showed no signs of suppression. The likely cause of the false negative result is a mutation within the highly conserved regions of the viral genome, as described in the assay's instructions for use (IFU). Such mutations may affect primer and/or probe binding, leading to under-quantitation or failure to detect the virus. Another possibility is that the patient is an elite controller, which would require further clinical testing to confirm. A trend analysis did not identify a systemic product issue. The device remains in operation at the customer site.

Event description:
The initial reporter alleged false negative results with the kit cobas 58/68/8800 hiv 192t ivd on the cobas 6800 instrument. The customer reported that the patient's initial screening test using an unspecified combination antibody-antigen test resulted in 61.2 s/co. Immunochromatography testing was positive for hiv-1 and negative for hiv-2. The customer repeated the test on the cobas 6800 instrument using the kit cobas 58/68/8800 hiv 192t ivd, but the result was questioned based on the initial screening result. The customer was unable to repeat the run on the cobas 6800 instrument due to insufficient patient sample.